Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.

Event description:
Coil prematurely detached in the mc. This patient was undergoing coil embolization within a 4 x 5mm aneurysm of the vertebral artery. Three other coils were placed within the aneurysm. During attempt to place the 4th coil, the coil was partially deployed out of the mc and prematurely detached in the mc, when the mc was being repositioned. The physician advanced the remaining of the coil in the aneurysm sac using a micro wire and the coil was fully within the aneurysm. Few other coils were placed to complete the procedure without any adverse event to the patient. The vessel appeared normal. The coil was inspected prior to use and no kink/bend was noted on the delivery system or introducer prior to use. Excelsior sl-10 mc was used and continuous flush was maintained within the mc. The coil detachment did not occur during initial insertion through the mc. No information if the coil was being repositioned in the mc during this event.